Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst also noted that blood in the distal conductor likely entered through the df-4 pin as no insulation breach was observed.

Event description:
It was reported that during implant the right ventricular (rv) lead had significant resistance and kinking in the sheath and would not extend when in the body. The rv lead was explanted and replaced. No patient complications were noted as a result of this event.